Event description:
Damage to the pump housing and usb port was reported, impacting the customer's ability to charge the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup therapy.